Manufacturer narrative:
Internal complaint reference (B)(4). Literature: application of rotator cuff suture threader in horizontal tear of meniscus.

Event description:
It was reported that on literature review, "application of rotator cuff suture threader in horizontal tear of meniscus", 2 patients with horizontal lacerations were suture with an elite pass suture manipulator. While handling the devices within the joints, damages to the femoral cartilage were reported. Sutures were completed successfully. No further information is available.

Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A complaint history review concluded this was an isolated event. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. A clinical investigation found that without supporting clinical/medical documents, a thorough investigation cannot be performed. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. Should any additional clinical information be provided this complaint will be re-evaluated. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.